Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, it was additionally reported that the surgeon initially suspected an infection that turned out to be an old hematoma. The implant was cycled 3 times. There was no leak or fracture. So, because of a bit of redundant tubing, the surgeon decided to just trim the tubing and then reconnect. Nothing was removed.

Manufacturer narrative:
D6a: implant date not known. Best estimate not provided as year not known. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information the physician performed tubing trimming on patent's implant. The device remains implanted.